Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to unknown batch number, no DHR can be completed.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced foreign matter, contaminated. The following information was provided by the initial reporter: things like tiny little pieces of plastic stuck to the needle, or some lint.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced foreign matter, contaminated. The following information was provided by the initial reporter: things like tiny little pieces of plastic stuck to the needle, or some lint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Address information was not able to be obtained, therefore, nj was used as a place holder. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.